Manufacturer narrative:
Zimmer biomet complaint number (B)(4).   PMA/510k: k101880.

Event description:
It was reported that patient bit down on something and felt the implant came loose. Noticed implant loose.tooth#3. Dr removed the crown from the implant then was able to remove the screw from the implant. Using an impression post dr was able to remove the implant. The implant was integrated but the bone was fractured which had the implant failure. The site was curetted, bone placed. Customer didn't use another device to complete the procedure.no other symptoms were reported. Patient will return for an additional appointment: another implant

Manufacturer narrative:
One (1) imp,tsv,4.7,8,mtx,mg (tsvtwb8) was returned for investigation. Visual evaluation of the as returned product identified no damage, wear or signs of malfunction that would contribute to the event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type IV). The reported device was located on tooth # 3 (universal) and was used for approximately 6 months, 14 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1247894). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1247894) for similar events and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (bone fracture) or product (tsvtwb8). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.